Event description:
It was reported that the right atrial lead was "nicked" during placement. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was noted that the proximal conductor was distorted and had blood/body fluid (not obstructed), the inner insulation was kinked bucked and pulled apart due to overstress, there was blood in/on the helix mechanism and sleevehead, the lead was stretched, and the lead was damaged at implant.